Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by ¿general condition decreased.¿ the cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Three days after the event onset, the patient was expected to have the pd catheter removed (future mode of dialysis therapy not reported). On an unknown date in the following month following diagnosis, the patient was discharged from the hospital and had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Date of birth reported as an unknown date in unknown month of 1941. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.